Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose was 950 mg/dl and 400 mg/dl. The blood glucose level was 266 mg/dl at the time of incident. The current blood glucose level was 364 mg/dl. Customer suffered from the symptoms like vision was blurred. Customer treated with insulin pump. Customer also stated that the insulin pump had a no delivery. Troubleshooting was performed for high blood glucose. The product will not return for analysis.